Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was losing power, and the battery compartment was allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history revealed multiple pump reboots indicating power loss. The returned battery cap did not secure properly to the pump in order to maintain an electrical connection. The battery compartment threads were observed to be cracked. A power loss was duplicated. A test cap was used to exercise the pump for 24 hours, and a power loss was then not observed. Unrelated to the complaint, the display screen appeared dim and discolored.